Manufacturer narrative:
(B)(4). The ac power adapter was received for evaluation. An evaluation of the device duplicated the reported issue and found the ac lemo connector pin 5 is burned. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that there are broken pins on the ventilator at the charger. It is unknown if there was patient involvement associated with the reported issue.